Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014, and the patient was re-implanted with new device during the same surgery. This report is filed november 11th, 2015. Device not returned to manufacturer.

Event description:
Per the clinic, it was reported the that the electrode array had partially extruded subsequent to the patient undergoing revision surgery due to mastoid infection on (B)(6) 2014. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2014.